Event description:
It was reported that the patient was experiencing signs of withdrawal in (B)(6) 2015, including symptoms of itching and spasms. The patient also experienced gastrointestinal upset/nausea and increased spasticity in his left leg. On (B)(6) 2015, the patient¿s dose was changed to flex dosing. On (B)(6) 2015, the healthcare provider (hcp) performed a dye study, which was normal. They followed up with a computed tomography (CT) scan, which possibly revealed a leak in the catheter ¿but they weren¿t really sure¿. They decided on an exploratory surgery, which was being performed on the report date. At this surgery, the catheter was purposely cut at the back incision for troubleshooting purposes. The spinal segment showed good cerebrospinal fluid (csf) backflow. A bolus was performed to observe patency from the proximal segment, which appeared to have good flow as well. The surgeon thought that there was maybe a little hole in the catheter, so they were sending that segment back to the manufacturer representative for analysis. The hcp originally tried to access the catheter access port (cap) 3-4 times to clear the entire catheter, but was unable to aspirate. A prime of the spinal/distal segment was performed successfully. When asked if segments were left in the intrathecal space, it was stated ¿just the functional catheter ((B)(4)) that was all hooked back up¿. The dose was decreased by 46%. The patient stayed overnight in the hospital and felt good the following morning. That day, the dose was increased from 260 mcg to 270 mcg/day and the patient was sent home. The next day, the patient had signs of withdrawal again. On (B)(6) 2015, another exploratory surgery was done and the hcp may replace the pump and catheter. The event logs were normal. The reporter did not know if there had been any reservoir volume discrepancies. Additional information reported that the pump was repositioned. As of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the catheter with an unknown serial number revealed acceptable testing. The catheter was returned in segments. Applied method and results codes apply only to the catheter with an unknown serial number.